Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. Their blood glucose levels reached 400 mg/dl because of this issue.

Manufacturer narrative:
The device was received with the soft cannula visible and the formed needle fully retracted. The download data shows that the device delivered 2499 pulses and completed multiple boluses with no timeouts or drive stalls. Inspection of the device found no damages or defects that would contribute to a needle mechanism failure. During the investigation the needle mechanism was reset to the not deployed position, and the device functioned properly during manual deployment. Although no problems were found that would contribute to the reported event, it could not be determined when the needle retracted. A root cause for the reported needle mechanism failure could not be conclusively determined. The soft cannula was observed to be stretched and damaged. The timing and cause of this damage is unknown. The damage did not affect the ability of fluid to flow through the fluid path.